Manufacturer narrative:
(B)(4). The field service representative (fsr) went on-site to evaluate the suspect device. The fsr reported an intermittent alarm connection at the main printed circuit board assembly. After replacing the alarm, the issue was resolved. The fsr performed preventative maintenance, user verification test, and the operational verification procedure according to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator; the unit has a delay on the alarm sound. The customer reported the banner comes up right away saying circuit disconnect, but the alarm sound is approximately thirty to forty-five seconds later. The customer reported being in the room, noticed it, and being able to duplicate the reported event. The issue occurred during patient use. The customer reported the ventilator was immediately taken off the patient and replaced with another ventilator. The customer reported there is no patient consequence associated with the event.